Manufacturer narrative:
The device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. Prior to testing, the device was returned to the biomedical depart. With an unsigned note that stated, "does not work". No tracking info was provided therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. Although requested, no additional info was provided.